Event description:
Caller reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to plug the wall adapter into a known working outlet for at least 30 consecutive minutes to see if the pump would begin charging, pump began charging. No further assistance required.